Manufacturer narrative:
Duragen product was not returned for evaluation (as per customer, the reported products will not be returned) and lot number information has not been provided; therefore, the allegation in the complaint could not be verified because the product sample was not available for further evaluation. Based on the lack of information, it is not possible to perform a further investigation. However, there are controls in place during the process such as gowning practices, manufacturing/packaging controlled rooms (iso 7), area and product monitoring, and validated overkill approach sterilization cycles to prevent this type of event. In addition, the instructions for use (IFU)manual addresses possible complications such as infections. Additionally, we received no additional information in response to our good faith effort attempts to customer on the type of infection/organism the patient had, and what tests were performed to confirm the presence of infection. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports which is linked to mfg report number 1121308-2021-00004. A physician reported that infection was observed within a month after placing duragen (id4501i) and patient had a heavy headache. Adherus (stryker) was sprayed to edge of duragen. No further information was provided by the hospital.